Event description:
It was reported that during pm, on unknown date, the unit was solicited for corrective repair for preventive maintenance. Inconsistent speed was confirmed during final investigation. There is no patient impact or delay reported. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were erratic, and the control bar was loose and out of position. The motor, sleeve, swivel, reciprocating arm, and bearings were replaced and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.